Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided and/or the lead is returned for laboratory testing.

Event description:
Boston scientific received information from a product experience report (per) that this lead was not implanted due to placement difficulties associated with undersensing and bradycardia pacing not delivered when required. The lead was explanted and replaced without incident. To date, the lead has not been returned to boston scientific for laboratory testing.